Event description:
It was reported that the product was leaking during use. There was patient involvement but no reported harm.

Manufacturer narrative:
A video was provided by customer for the investigation of the failure mode reported. The customer reported complaint was confirmed since the video provided by customer showed a leak in the unit, however, it was not possible to identify the specific condition in the unit that may cause this failure mode. Without the return of a physical sample of this complaint, a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.